Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services and hospitalized for high blood glucose and infection on (B)(6) 2020. Blood glucose reading was 600 mg/dl. The customer stated that insulin pump had power loss alarm. The customer had symptoms such as vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting for the customer¿s high blood glucose was declined. Auto mode feature was active at the time of incident. The insulin pump and sensor will not be returned for analysis.